Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included pelvic mass. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 8 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced white blood cell count decreased ("low white blood cell count"). In (B)(6) 2017, the patient experienced back pain ("back pan"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and abdominal pain ("peri umbilical pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, white blood cell count decreased, nausea, allergy to metals, dysmenorrhoea, dyspareunia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and white blood cell count decreased to be related to essure. The reporter commented: initially, the first essure coil was threaded through the right fallopian tube without difficulty. At the conclusion of placement, four coils were visualized in the uterus. In the same manner essure was threaded through the patient's left fallopian tube. This time at the conclusion of placement, two coils were present within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: pelvic mass, hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: minimal amount of gallbladder sludge, on (B)(6) 2009 ultrasound pelvis revealed,focal area, tiny that is echogenic at the interface of the endometrium and the myometrium. The possibility of a small evolving area of calcification or dystrophic calcification area of scar most likely explanation for this but certainly worthy of follow up to insure stability. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,ruq abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity and gallbladder disorder nos in 2010. Concurrent conditions included pelvic mass. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 8 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced white blood cell count decreased ("low white blood cell count"). In (B)(6) 2017, the patient experienced back pain ("back pan"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and abdominal pain ("peri umbilical pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, white blood cell count decreased, nausea, allergy to metals and dysmenorrhoea outcome was unknown and the alopecia, dyspareunia, back pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and white blood cell count decreased to be related to essure. The reporter commented: initially, the first essure coil was threaded through the right fallopian tube without difficulty. At the conclusion of placement, four coils were visualized in the uterus. In the same manner essure was threaded through the patient's left fallopian tube. This time at the conclusion of placement, two coils were present within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: pelvic mass. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: minimal amount of gallbladder sludge. On (B)(6) 2009 ultrasound pelvis revealed, focal area, tiny that is echogenic at the interface of the endometrium and the myometrium. The possibility of a small evolving area of calcification or dystrophic calcification area of scar most likely explanation for this but certainly worthy of follow up to insure stability. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ruq abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events outcome for abdominal pain, back pain, hair loss & dyspareunia were updated. Patient details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included pelvic mass. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In february 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 8 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced white blood cell count decreased ("low white blood cell count"). In (B)(6) 2017, the patient experienced back pain ("back pan"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and abdominal pain ("peri umbilical pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, white blood cell count decreased, nausea, allergy to metals, dysmenorrhoea, dyspareunia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and white blood cell count decreased to be related to essure. The reporter commented: initially, the first essure coil was threaded through the right fallopian tube without difficulty. At the conclusion of placement, four coils were visualized in the uterus. In the same manner essure was threaded through the patient's left fallopian tube. This time at the conclusion of placement, two coils were present within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: pelvic mass, hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion ultrasound abdomen - on (B)(6) 2010: minimal amount of gallbladder sludge, on (B)(6) 2009 ultrasound pelvis revealed,focal area, tiny that is echogenic at the interface of the endometrium and the myometrium. The possibility of a small evolving area of calcification or dystrophic calcification area of scar most likely explanation for this but certainly worthy of follow up to insure stability. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,ruq abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events:abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: low white blood cell count, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),back pain were added. Historical condition, lab data , concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.